Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and has a blank display. Customer's blood glucose was 300 mg/dl at the time of incident. Customer changed the battery but the display did not return. Customer also left the battery out for a few hours in an attempt to clear the errors, but this did not work. No further details given.